Event description:
The end user states that when she is walking the walker will fall over forward, or will fall over to the side. The end user states she does not see anything wrong with the device. The end user states that she has fallen three times from the device randomly falling over. No medical attention sought, no injuries to report.